Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was triggered for low right ventricular (rv) lead pacing impedance resulting in a polarity switch. Impedance was noted to have decreased, increased, and have been variable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is on intensified follow-up and the lead will be explanted and replaced at the patient's next elective generator replacement.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing and variable. If information is provided in the future, a supplemental report will be issued.